Event description:
Pt was admitted to rm. Flexicare bed cord connector was inserted into wall receptacle. Employees left rm returned approx. 3-5 minutes later. Pt. Care tech went into room and found room full of smoke. The blower unit at the end of the bed was smoking from the top and side. Bed was unplugged and pt. Moved to another rm. No harm to pt.